Event description:
It was reported the pt was admitted to the hospital and placed on intra-venous antibiotics due to a possible infection. It was also reported the physician wanted to perform a surgical intervention on (B)(6) 2013 during which the scs lead would be explanted, the implant site washed out and a new model 3228 scs lead implanted. Per the MFR's records, the scs lead was explanted and replaced with a new model 3228 scs lead on (B)(6) 2013.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the completion of infection could not be confirmed via lab testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.